Event description:
During follow-up, undersensing and oversensing due to competitive atrial pacing and leading to functional loss of capture. No intervention was performed. The patient was stable and there were no adverse consequences.